Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that at the patient's follow up appointment on (B)(6) 2024, the patient described partial loss of efficacy of stimulation, programmed hd but painful area partially cover ed with stimulation. Patient first started experiencing this at the end of september. There was stimulation at the site of implantation of electrode (back) especially in laying position, the undesirable stimulation disappeared when stimulation was turned off. Reprogramming was performed to obtain a complete coverage of the painful area (programming in ld then same program put in hd). Reconfiguration of adaptivstim (as) with new amplitudes. The patient did not have stimulation in the back while lying down of coughing as before. The patient no longer experienced undesirable stimulation. X-ray showed electrodes did not move. There were no problem with the impedances. Cause was not identified. The issue was resolved. No surgical intervention occurred, nor was planned. Patient was alive with no injury.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot# unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, e1 phone number: (B)(6). H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.